Manufacturer narrative:
(B)(4). The second elite instrument used for comparison testing was serial# (B)(4). Cuvette lot number: h3jlr124. Method: actual device evaluated (instrument). Process eval performed. No related ncmrs identified for this instrument. Cuvette device history records were reviewed and found to meet specifications. Results: results pending completion of eval. Conclusions: conclusion not yet available- eval in progress.

Event description:
Healthcare professional reports lower than expected act-lr results with the hemochron signature elite microcoagulation system during an unspecified procedure in the cardiac catheterization lab. During the procedure, the results were lower than expected after administering add'l heparin. A second elite instrument was introduced for side-by-side comparison testing. The result generated on the initial instrument was 214 seconds and on the second elite instrument result was 271 seconds. Target time: 250-300 seconds. No adverse events reported.